Manufacturer narrative:
According to the field, no further action has been taken. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No changes have been made and the crt-d remains implanted and in service. No adverse patient effects were reported.